Event description:
It was reported by the customer that there were scale marking issues with the unspecified bd¿ syringe. The following was received from the initial reporter: please find enclosed the translated prescription of the complaint: ¿we have problems with bd plastipak syringes 1ml ll (art. No. 309628) that we purchased from bd. After opening the pouch, there is clear abrasion of the printing, i.e. The black printed scaling. So much so that the scaling and numbers can sometimes be seen on gloves that have been pressed off the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-jul-2023. Investigation summary: two samples in sealed package and two loose samples were provided to our quality team for investigation. A visual inspection was performed, and the two loose samples were observed to have severely faded and missing print on the entirety of the printed scale. Potential root cause for the faded/missing print defect is associated with the scale marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported by the customer that there were scale marking issues with the unspecified bd¿ syringe. The following was recieved from the initial reporter: please find enclosed the translated prescription of the complaint: ¿we have problems with bd plastipak syringes 1ml ll (art. No. 309628) that we purchased from bd. After opening the pouch, there is clear abrasion of the printing, i.e. The black printed scaling. So much so that the scaling and numbers can sometimes be seen on gloves that have been pressed off the syringe.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.